Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the was a record of a reboot call service alarm in the black box when investigated. The call service alarm was consistent with sleep alarms that caused the screen to be blank. The pump powered on and the display was dim and missing many lines of text. There was visible corrosion in the display screen. Unrelated to the complaint, the leak test failed due to a cracked case. There was heavy corrosion found on the force sensor plate, battery power connection and the bottom of the pump case when the pump was opened for investigation. There was corrosion also found on the flex cable and flex cable connector when the display was removed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.